Event description:
Two ra's was attempting to move a lady from the wheel chair to the bed. One strap on the sling came off of the sling bar and the lady fell towards the floor with her head first. No injuries reported as result of the incident. MFR - 8030916-2013-00031.